Event description:
It was reported to philips that the device's internal paddles were not working. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device's internal paddles were malfunctioning and worn. Based on the information available, the cause of the reported problem was the internal paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal switch paddles for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : device not returned to manufacturer.